Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a sacrospinous fixation procedure using a capio slim device, the device was not working properly. Furthermore, it was noted that the dart was left inside the patient. No further patient complications were reported.